Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl to 50 mg/dl and went up over 200 mg/dl. Customer treated low blood glucose level with food. The customer was assisted with troubleshooting. The customer stated that the auto mode was in use. The product was not returned for analysis.